Event description:
It was reported that insulin gauge on pump displayed a much lower amount than expected, with pump showing 100 units while customer expected about 268 units despite proper filling steps being followed. There was no reported impact to the customer¿s blood glucose level. Customer was able to reload same cartridge with assistance from technical support, declined test bolus to check updated estimate, and planned to monitor pump and follow up if needed.